Manufacturer narrative:
On 01/07/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses that both ruptured after implantation. The patient had a mammogram performed on (B)(6) 2016 that showed rupture of the right breast prosthesis. A CT scan performed in (B)(6) 2018 showed bilateral breast prosthesis rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The patient had her removed devices replaced with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.